Event description:
It was reported by the patient that there was a telemetry problem with the remote monitor. It would not finish reading the device. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.